Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3234 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in italy.

Event description:
It was reported that a hole was found in catheter on (B)(6) 2021. They removed it inserting a port. No other information was provided.